Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device.

Manufacturer narrative:
During investigation of the returned insulin pump, the plunger of the cartridge stuck on the plunger holder, which led to the leakage of the cartridge. It was determined if the plunger got stuck on the plunger holder then the customer did not follow manual instructions consistently.